Event description:
It was reported that during a surgical procedure, the rover would not accept a manifold accessory. As a result, the procedure was delayed two hours. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was sent to the user facility to evaluate the device. The reported issue could not be replicated and no other associated problems were found. The rover was functionally tested and returned to use.